Manufacturer narrative:
One used and three unused regenesorb microraptor knotless suture anchors, intended for use in treatment, have been returned for evaluation. Functional assessment of the used device could not confirm the reported complaint. The knob was able to be advanced in the clockwise direction. Visuals assessment confirmed the anchor is free from the inserter shaft and was not returned for examination. One unused device was tested using 50 pcf bone block material and was found to function as intended. A review of the clinical details was performed and it was confirmed that when drilling the insertion site the drill was not cycled in and out of the implantation site. The sales rep also confirmed that the patient had dense bone. Per the device instructions for use caution: ¿for dense bone, it may be required to cycle the drill in and out of the implantation site to ensure complete removal of bone¿. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. Additional information on b7.

Event description:
It was reported that during a surgery, when the device was tapped to put the implant into the hole, the knob got froze and it was unable to turn clockwise or counter clock wise; therefore, the surgeon ended up cutting the mini tape and unscrewing the device to separate the handle from the implant. Another bone hole was required to complete the procedure. There was a backup device available. No delay and patient injury was reported.

Manufacturer narrative:
The microraptor knotless sa regenesorb assembly, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, torque limiter would not function properly. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the anchor during insertion. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.